Event description:
It was reported the system had darkened images eventually resulting in a loss of image. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adaptor was replaced during the service call. The system was tested and found to be working as intended and put back into service.